Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 694758 lead, implanted (B)(6)2010; dtba1d1 ICD, implanted: (B)(6) 2015. (B)(4).

Event description:
It was reported that undersensing and far field r-wave (ffrw) oversensing were observed on the right atrial (ra) lead. In addition, small p-waves were exhibited. Reprogramming was performed, and the lead remains in use. No patient complications have been reportedas a result of this event.